Event description:
The customer reported the system displayed poor image quality. No patient injury occurred.

Manufacturer narrative:
The ge service rep increased the workstation power supply from 4.8 vdc to 5.0 vdc. He reseated the workstation pcb's. The system operates as intended.